Event description:
An opti med sales rep reported the following info from a med ctr in hackensack, nj: "there is a 3 point bias on venous vs. Arterial samples. On one occasion they had a 7.0 and 10.0 and did not know which result was correct. The surgeon said I cannot wait for the lab; and transfused the pt." Investigation after the report was received revealed the info received from the sales rep was erroneous and no transfusion was done.